Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, g6, h1, h2, h3, h4, h6, h10, h11. Visual examination of the returned product identified signs of use deep nicks/ gouges, and the clip part has fractured off. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device was submitted for further analysis. Analysis determined significant contact damage is visible along the length of the device up to the corner relief feature. Sem analysis of the fracture surface found ductile dimples which suggest the overload mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Complaint is confirmed based on product evaluation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 medical devices: vanguard ps tibial bearing 12x63/67mm catalog#: 183622 lot#: 65697087. G3 foreign source: china. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the surgeon had difficulties getting the locking bar to seat and mate the tibial insert and tibial tray. A different locking bar was used to complete the procedure. No adverse events have been reported as a result of the malfunction.